Manufacturer narrative:
Additional narrative: product investigation summary: one (1) application instrument for sternal zipfix was received with the complaint category of ¿does not/will not function: loose.¿ a visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed. The trigger does not return to its intended resting location after tensioning and some toggle was noted at the cutting arm attachment point. The failure mode is consistent with the result of rough handling and not properly maintaining the device as indicated in the technique guide. Binding is likely occurring between the spacer component and the pusher sleeve component when the device is not adequately lubricated (as this is where the tolerance is tightly constrained to allow a sliding fit and to ensure proper alignment between the components). However, as the details regarding the use and maintenance of this device are unknown, a root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The device was received intact with surface wear and small nicks along the edges of the device. When the cutting mechanism is locked and the trigger is depressed, the trigger can be fully retracted. Then, upon release, the trigger does not return to its intended resting location, which has an influence on the opening angle of the cam-clamp component to insert the implant into the instrument for tensioning and cutting. When the cutting arm is unlocked, the trigger is locked as intended and functions as intended, but some toggle was noted at the cutting arm attachment point. Thus, the complaint condition is confirmed. A review of the current design drawing was performed. The following component drawings were also reviewed; cutter assembly, spring assembly, pusher assembly, spacer, and pusher sleeve. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Review of the failure mode and discussion with the product development subject matter expert determined that the condition is consistent with the result of not properly maintaining the device as indicated in the technique guide and potentially rough handling. The sternal zipfix system technique guide provides instructions on the care and maintenance of this device. As the details regarding the use and maintenance of this device are unknown, a root cause cannot be definitively determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device but the device is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product or any subcomponents that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lever on the application instrument for the sternal zipfix was discovered to be loose. The issue was discovered preoperatively and did not involve a patient or impact any pending surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The customer reported the lever was loose. The repair technician reported the item was binding, sticking, and not working correctly. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: recall 'z" number reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.